Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the buttons would not respond. The blood glucose at the time of the incident was unknown. Troubleshooting was performed and the customer was advised to remove the battery for 2 ours. The customer called back later to report that he removed the battery for 2 hours and reprogrammed the time and date after inserting a new battery but then the screen froze and the insulin pump had the constant tone again. Blood glucose value was 254 mg/dl. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with frozen screen and a constant watchdog alarm, problem isolated to mother board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify button/keypad unresponsive due to frozen screen. No damage/moisture on keypad trace noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.